Event description:
The customer reported the ventilator went vent inop while in use on a pt. The customer reported that the ventilator alarmed during the event. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech confirmed a diagnostic code in log history indicating a vent inop occurred due to an inhalation autozero failure. The svc tech replaced the sensor and analog boards, and three station solenoid assembly as a precaution. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specs.

Manufacturer narrative:
Three station solenoid assembly.